Event description:
Reporter indicated that vns patient's seizures "are getting worse". It was reported that device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of life. Investigation to date has been unable to determine whether the patient has experienced an increase in seizure activity above pre-vns baseline frequency.

Event description:
Further follow-up revealed that the pt is currently doing well. Neurologist indicated that the increase in seizures was not an increase above the pt's pre-vns baseline frequency. Neurologist reported that an increase in tegretol possibly caused the pt's increase in seizures, and that the ncp system was not related to the increase. The pt's tegretol dosage has been decreased and device settings were changed (exact changes unk).